Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that "the patient was witnessed knocking on a neighbors door for 30 minutes to 1 hour, the neighbor had asked the patient to leave. The patient then proceeded down the stairs of the apartment and wandering outside for a short period of time before collapsing in a bush. When the first responders arrived the patient was pulseless without electrical activity. Additionally, the patient's pacemaker was attempting cardioversion. " it was also reported that the patient was transferred to his implanting facility post-mortem to have an autopsy performed. Preliminary results could not conclusively determine the exact cause of death. There were reports of intoxication but these have not been confirmed and toxicology results are not yet available. The products have been returned to the manufacturer for analysis. Post-explant functional analysis confirmed that pump, hw3363, met all pre-implant requirements. Design history file review, visual examination, and dimensional verification did not identify manufacturing or design discrepancies that may have caused or contributed to the reported event. The pump was sent for an independent pathology examination. The gross findings were unremarkable. There was no gross evidence of device complication or thrombus formation. Analysis of the controller showed that it passed visual and functional testing. Evaluation of the two returned batteries revealed that they both passed visual inspection. One of the batteries exhibited symptoms of being out of calibration but this is an incidental finding unrelated to the reported event. Review of the controller log files confirmed the reported event revealing a loss in power prior to a sustained decrease in estimated flow and power consumption along with multiple low flow alarms. The root cause for the reported event cannot be conclusively determined, however, no anomalies that are likely to have contributed to the reported event were identified with the equipment returned to the manufacturer for evaluation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
After further review of additional information received have been updated accordingly to better reflect the reported event. Additional information received indicated that approximately one year and six weeks post hvad implantation the patient was found in the early morning deceased with fixed, dilated pupils in rigor mortis outside an apartment complex. The patient's pump was still alarming upon arrival of emergency medical services. He was reportedly in pulseless electrical activity (pea) rhythm and his pacemaker was attempting cardioversion. It is not known if the patient's vad was running during this time. Investigation is ongoing.

Event description:
Approximately one year and six weeks post hvad implantation, the patient was found early in the morning deceased with fixed, dilated pupils in rigor mortis outside an apartment complex. The patient's pump was still alarming upon arrival of emergency medical services. The patient was transferred to their implanting facility post-mortem to have an autopsy performed but preliminary results could not conclusively determine the exact cause of death. There were reports of intoxication but these have not been confirmed. The products have been returned to the manufacturer for analysis. It is not known if this event is believed to be related to the heartware device by the treating physician. Investigation is ongoing.